Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email many small metallic debris were found while using the shaver blade. Additional information received via email from the affiliate on 3-29-2017: type of procedure was knee arthroscopy (menisectomy). All of the metal shavings were removed. Joint was clean with a new shaver (high suction level). This failure delayed the procedure 5 min this device is coming back for evaluation.

Manufacturer narrative:
The complaint was received and evaluated. Visually there were no anomalies identified on the device. There were no scratches or striations on the inner blade where the reported metallic debris could have come from. The device was taken to a lab and inspected under magnification. Photographs of the distal end of the device were taken and reviewed with the design engineer. There were no anomalies observed in the photographs. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure. This complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.